Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. A supply bag had fallen and disconnected. The home patient (hp) would complete therapy using manual exchanges. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to place the solution bags on a flat, stable surface. To prevent bags from falling, do not stack bags on top of each other. Falling bags can result in a disconnect or leak. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.